Event description:
Shoulder revision surgery performed on (B)(6) 2025, due to loosening of the smr cementless mini stem (product code: 1304.15.110, lot#: 2408106 - ster. 2400113). According to the received information, the stem did not have good fixation proximally, more than likely as a result of the primary implant that was due to a fracture. It was also reported that the patient presented of complaining of pain, and x-rays showed what appeared to be bone resorption and it was determined that the stem was loose. The stem along with all other stem-related parts were extracted, in details: smr cementless mini stem (product code: 1304.15.110, lot#: 2408106 - ster. 2400113). Smr humeral extension + 9 mm (product code: 1352.15.001, lot#: 2416019 - ster. 2400149). Smr reverse finned humeral body (product code: 135215050, lot#: 2009741 - ster. 2000208). Smr reverse liner + 3 mm (product code: 136050815, lot#: 23at248 - ster. 2300197). The doctor then implanted competitor's humeral devices. Previous surgery on (B)(6) 2024. Patient is a female, 60 years old. No other clinical data are available. Event happened in the us.

Manufacturer narrative:
Checking the dhrs of the involved lot#: 2408106, no pre-existing anomaly was found on the (B)(4) devices manufactured with that lot#. According to our records, this is the only complaint received on this lot#. Device analysis: devices involved were not returned to limacorporate for further analysis. No additional details were available on this event, specifically pre-operative x-rays weren't accessible. Based on the very few information received, we are not able to further investigate the root cause of the event. The check of manufacturing charts highlighted no anomalies on the components manufactured with the involved lot#: 2408106. According to the information received, the stem did not have good fixation proximally possibly as a result of the primary implant that was due to a fracture. The event is not product related. Pms data: according to limacorporate pms data, the revision rate of smr cementless stems - belonging to the product codes: 1304.15.xxx - due to cuff failure is (B)(4). Based on the root cause analysis performed and according to the relevant pms data, no corrective actions required for this specific case. Limacorporate continues monitoring the market to promptly detect any similar issue. Note: this is a combined initial-final MDR.